Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse, into the hands. Radiesse was diluted in a 1:1 ratio and injected with a cannula. After the radiesse injection, the patient experienced nodules on the hands, only at cannula entry points. The outcome of the event was unknown. Follow-up information was received on 17-apr-2023: the case was upgraded to serious. The events swollen hands and radiesse was evident were added. The patients gender (female), initials, date of birth (1965) and weight (62 kg) were provided. She was 57 years old at time of the event. She was injected at a training, with a total of 3 ml of radiesse, on (B)(6) 2023. She was injected into one entry point with 1.5 ml into the dorsal of each hand. The patient was the owner of the studio. She had no prior aesthetic treatment. The patients medical history and concomitant medications were reported as none. On (B)(6) 2023, after the radiesse injection, the right hand had a pea size nodule at entry point and a lineal nodule between 2nd and 3rd metacarpals. The left hand had a quarter size bolus at the entry point (as reported). The left hand was worse than the right and there a few other areas on the dorsum of the hands where radiesse was evident. The hands were extremely swollen (considered as severe). The swelling resolved approximately 4 to 5 days post treatment and nodules were present. No relevant laboratory test was performed, no corrective treatment measures were given or medications prescribed. According to the reporter, the nodules were large and will take several years to resolve and most likely not in entirety. The outcome of the event swollen hands was reported as resolved, on (B)(6) 2023. The outcome of the event nodules was reported as not resolved (changed from unknown). The outcome of the event radiesse was evident was unknown. In the opinion of the reporter, the events were related to radiesse.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event nodules (pt: injection site nodule), was deemed to meet the serious criteria of disability or permanent damage. The device history record of radiesse injectable implant could not be reviewed, as the lot number was not reported.